Event description:
It was reported that the pt had a revision tha to replace the cup and head due to the cup loosening on (B)(6).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.